Event description:
It was reported that a physician attempted to place a fox device in the left external iliac artery. After implanting the stent, the fox device was delivered for post dilatation; however, it did not go through the implanted stent and was removed from the pt. The fox device was redelivered; however, during the attempt to cross, a rupture was observed. The balloon was inflated in vitro and a pinhole was observed in the proximal area of the balloon. Another fox device was used to complete the procedure. There were no pt adverse effects. No additional info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.